Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow during use of a one-link needle-free IV connector. This occurred during infusion of saline. The reporter stated that when approximately half the solution was left in the bag, the infusion stopped. Blood from the patient travelled up through the cannula and the one-link connector, up the unspecified primary set, and towards the IV bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.